Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner and outer tubing were kinked/buckled, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead was stretched. Also the outer tubing overlay had blood/body fluid on it, was melted, had cosmetic environmental stress cracking and was breached cut. We did receive performance data collected from the device and have analyzed the data. There was a resistance/impedance increase with daily pace impedance trend data shows a spike increase for ventricular pace bi impedance equal to 532 to 1349 ohms peak between (B)(4) 2012 and (B)(4) 2012, then returning to a baseline of 494 ohms on (B)(4) 2012. Also the lead integrity alert triggered with patient alert for lead failure predictor on (B)(4) 2012. There was oversensing with ventricular non-sustained tachycardia less than equal to 210 ms between (B)(4) 2012 and (B)(4) 2012. Also interference/noise with ventricular short interval count (v-sic) equal to 291.4 counts avg/day, in 2.94 days, between (B)(4) 2012 and (B)(4) 2012.

Event description:
It was reported, the right ventricular (rv) lead showed the beginning signs of a lead fracture. The lead impedance was in the normal range (632 ohms) but had increasing values in the prior two weeks and the short interval counter was 742. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.